Manufacturer narrative:
(B)(4). The analysis results found that the holster displayed cable error during initialization of functional test caused by the pcb board being out of calibration.

Event description:
The customer reported that the system gave multiple error codes. The doctor was able to finish the procedure with no pt consequence.